Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx&#59412;thrombectomy set was selected for a thrombectomy procedure. During the procedure, the catheter started pumping and then quit. An error message to check fluids displayed. The procedure was stopped and started 3 times after which the device was replaced. The procedure was completed with another avx&#59412;thrombectomy set. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelante thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed that the blue vent that is attached to the bag spike was missing and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. During the procedure, the catheter started pumping and then quit. An error message to check fluids displayed. The procedure was stopped and started 3 times after which the device was replaced. The procedure was completed with another avx® thrombectomy set. There were no patient complications and the patient was fine.